Event description:
Pt was undergoing anterior cruciate ligament (acl) reconstruction. While using the femoral offset cannula it broke off in the pt, however the surgeon was able to retreive the broken part. The instrument was part of the vendor's tray.